Manufacturer narrative:
Investigation: bd received samples from the customer facility for investigation. The sample was evaluated and the customer's indicated failure mode for underfill with the incident lot was observed. Additionally, retention samples were selected from bd inventory for evaluation/testing and upon completion, the customer's indicated failure mode for underfill was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Based on evaluation of the customer , the customer¿s indicated failure mode for underfill with the incident lot was observed as the samples did not meet the required specifications. However, based on evaluation of the retain samples, the customer¿s indicated failure mode for underfill with the incident lot was not observed as all samples met the required specifications. Based on the investigation, a root cause could not be determined.

Event description:
It was reported that a bd vacutainer® plus citrate tube with light blue bd hemogardtm closure would not fill completely, leaving a low draw volume. There was no report of injury or medical interventions.